Manufacturer narrative:
(B)(6).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a loss of connection between smart device and transmitter. Patient's mother stated that the smart device had no other bluetooth devices in use and only one application was running in the background besides the g5 application. The g5 application and patient's mother's follow application had the same email address. Dexcom representative changed the patient's g5 application email address. Dexcom representative advised patient's mother to uninstall and reinstall the g5 application and re-pair the devices which was unsuccessful. No additional patient or event information is available.